Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.5 (trainer's lot unk #); 3.0 (pt's lot #266050). Pt's therapy range: 2.0-3.0 inr.

Manufacturer narrative:
Investigation pending.